Event description:
An ambicor device was implanted on 4/21/97. Info received on 7/11/97 indicates pt states "I've had an erection since day of surgery..doctor said it's working and it's ok, but I can't stand this anymore."